Event description:
Health professional reported that after injection with juvederm ultra plus sc in the nasolabial folds, the patient experienced sinus pain, a runny nose, bruising at the injection site, and redness extending from the glabellar region down the nose over the nasolabial folds to the lower lip. The injector recommended benadryl and ice to hasten the resolution of those symptoms. The injector subsequently reported "a line of demarcation extending from the glabellar region down the nose over the nasolabial folds to the lower lip that looks like purpura." The patient was referred to their primary health care professional and it was reported that the patient was injected with a cortisone injection and zyrtec was prescribed to both hasten the resolution of the patient's symptoms and to prevent the worsening of the symptoms that may lead to permanent damage. Additional information received from health professional stated that the patient was given aleve, a steroid (not otherwise specified), and antibiotics (not otherwise specified). The pain and bruising resolved approximately 12 days post juvederm injection. The health professional stated "this was an occlusion on the left nasolabial area." Further follow up in progress.

Manufacturer narrative:
Medwatch sent to FDA on (B)(6) 2012. Device history review summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.